Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous troponin t results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-high sensitivity troponin t) because the lot number is unknown. Additionally. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. This complaint is unable to be confirmed with respect to erroneous results-hs troponin t. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous troponin t results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.